Event description:
I have a retroverted uterus. In 2010, my ob/gyn removed my right tube and ovary due to a dermoid teratoma. I had essure implanted in my left tube on (B)(6) 2013. I bled heavily for several days following the procedure and had intense cramping. Since that time, I have had headaches, increased trouble with my vision, increased pain, stiffness, and spasms in my neck, back, hips, and fingers I bleed more in one day than I used to in four or five periods, intense uterine cramping (this happens when I am on my period and when I am not), increased fatigue, sharp/stabbing pains in my left side below my ribcage. I met with my family doctor on (B)(6) 2013 to discuss my symptoms because at the time I did not believe they were related to the essure. She ran some labs (vitamin b12, rheumatoid factor, antinuclear antibodies direct, and c-reactive protein). All of these tests came back normal. I was referred to a neurologist to rule out ms. I saw the neurologist on (B)(6) 2013. She ran labs. I was tested for antibody, assay triiodothyronine, assay thyroid stim hormone, thryoxine, free,ria, angiotensin enzyme. I will have the results of those tests at my followup visit on (B)(6) 2014. She ran an MRI of my brain and thoracic spine. The report does not indicate the presence of lesions of demyelination. It did indicate small hemangiomas within t9 and t10. These hemangiomas were not present on my (B)(6) 2013 myelogram. She also ran a visual evoked potential test. I will have the results of that test at my followup visit on (B)(6) 2014. After doing some research, I found that essure is not recommended for women who have a retroverted uterus, only one tube, or a nickel allergy. My ob/gyn has been seeing me for over 13 years. He was/is aware that I have a retroverted uterus, only one tube (as he is the one that removed it), and a couple years ago, prescribed medication for a rash on my stomach that started because the metal from my belt buckle came into contact with my skin (the buckle is nickle plated). I am angry with myself for thinking that this product was safe, effective, and had rare/minimal side effects. I have joined the essure problems facebook group and found many women, like me that are suffering after having this harmful product placed in our bodies. I now do not believe this product is safe, effective, or that the risk of side effects is minimal. I fully support have this product removed from the market and the PMA label removed.